Manufacturer narrative:
Analysis of the subject return device did not confirm the reported event since it is working normally and able to connect to network. The most probable hypothesis is that a tomporary loss of network occurred. The main origin of the reported event could not be clearly established. No general malfunction is supected with the device. This case is retained for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter behaves normally but has never connected to the implant. A new smartview connect and the implant could be associated.